Event description:
The patient's left hip was being revised due to the cup having protrusion through the acetabulum. The patient had previously been converted from unknown trauma devices to a total hip. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an size 50 psl cluster hole cup. The device was reportedly discarded by the hospital. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Discarded.